Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that during surgery, the transforaminal posterior atraumatic lumber (tpal) inserter jammed and the implant could not be released. There is a grinding noise when the inserter is turned from open to close and it seems to be sticking. It is not known if the handle or the knob is faulty. There was no patient harm reported. There was a two to three minute delay in the procedure. There was another one available to use during the procedure. This is report 2 of 3 for (B)(4).

Manufacturer narrative:
Additional narrative: manufacturing investigation evaluation: received 1 article of applicator outer shaft, 03.812.001 for manufacturing investigation. The article has no visible damage. Device used for treatment, not diagnosis. Affected part; part description: applicator outer shaft; part number: 03.812.001; lot number: 9085114; lot release date: 16.oct.2014; reported issue. During surgery, the tpal inserter jammed and the implant could not be released. There is a grinding noise when the inserter is turned from open to close and it seems to be sticking. It is not known if the handle or the knob is faulty. Conclusion: during manufacturing investigation all relevant and significant characteristics (such as dimensions) were checked and additionally the article passed all functional tests. All checked characteristics are within the specifications. There are no references to the reported issue. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update: it was reported that there was a two to three minute delay in the procedure while the surgeon attempted to disengage the instrument.

Manufacturer narrative:
Additional narrative: patient information is unknown. Event date: unknown. Device is an instrument and is not implanted/explanted. (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.